Manufacturer narrative:
The manufacturer previously reported: "a remstar auto a-flex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the device evaluation, the service technician noted foam particles inside the assembly. Additionally, the technician noted the presence of insect infestation, tobacco, and dust/dirt contamination, along with multiple error codes, specifically e55 and e65. The service center scrapped the device after the evaluation was completed. The manufacturer subsequently received updated information from the third-party service center indicating that the initial repair evaluation assessment was incorrect following further investigation. The additional investigation confirmed no presence of foam degradation, with only dust contamination observed. The initial reportability decision of reportable is now changed to not reportable. The following codes have been updated in this report: evaluation results, component, and conclusion code.

Event description:
A remstar auto a-flex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the device evaluation, the service technician noted foam particles inside the assembly. Additionally, the technician noted the presence of insect infestation, tobacco, and dust/dirt contamination, along with multiple error codes, specifically e55 and e65. The service center scrapped the device after the evaluation was completed.